Event description:
Reporter calling, stating she has had two different defibrillators and defibrillator leads fail. Reporter states the original devices were implanted on (B)(6) 2020, and the lead line failed on approximately (B)(6) 2022. Reporter states that she was informed by her physician that the nature of the lead failure was unable to be determined, but that replacement of the defibrillator and lead was necessary. Reporter states the original devices were explanted, and a new defibrillator and lead were implanted on (B)(6) 2022. Reporter states that this replacement defibrillator and lead have also failed, and due to this failure, the devices have been "turned off" but remain implanted. Reporter states she is frustrated that this is the second failure and wanted to report this to the FDA (food and drug administration). Reference reports: mw5147630, mw5147631, mw5147632.